Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 12, 2004, the pt contacted lifescan alleging that her one touch profile meter was reading inaccurately low. Approximately two and a half weeks ago, the pt obtained a blood glucose result of 127 mg/dl with the lifescan meter and 190 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. She described feeling lousy, while obtaining relatively low results. She eventually went to her physician's office as a result of the low readings. Her insulin regimen was increased and is still being treated by her physician. The pt did not allege harm. There is no evidence that she experienced injury. The customer care representative walked the pt through a check strip test and the result fell within specifications. She did not have control solution to complete troubleshooting. Therefore, based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The meter, test strips, and control solution were replaced.